Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence, and the diagnosis of vascular procedure was completed as planned by using the same system. The philips engineer identified that the footswitch was faulty due to long term operation. To resolve the issue, the philips engineer replaced the footswitch, restoring the normal system functionality. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's footswitch was defective, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.